Manufacturer narrative:
The customer relocated the power connection to another outlet and the procedure could be completed. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a surgery, the system powered off suddenly. The system was connected to another power outlet and rebooted with resolve. The surgery was completed as planned. No patient harm was reported.